Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
After battery installation, the entire lcd display was covered by multi-color segments. The unit was unable to display text whatsoever. Per visual examination there were multiple cracks within the lcd screen itself. Unable to perform displacement, sleep current measurement, active current measurement, or self tests due to the cracked screen. Upon further examination of the unit's interior, did not note any previous moisture damage or corrosion on the electronic assembly or motor. The unit was received with no battery cap. Unit received with a missing retainer ring and a missing reservoir tube lip o-ring. Unit also received with a crack on the battery tube. In addition to this, the middle (enter) keypad button is cracked.

Event description:
Customer's mother reported via phone call that insulin pump had battery failed alarm. Patient went swimming and took off the transmitter when they put it back. They got blood at site. There are lots of crack in the insulin pump screen from top to bottom beside battery compartment and the metal piece in the battery cap was missing too. The customer¿s blood glucose level was 127 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.